Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and a diminished signal amplitude resulting in an inappropriate shock to this patient. It was noted that smart pass had been disabled for years. Ts recommended turning that feature back on and having this patient perform a treadmill test. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that the patient had a change in condition which required a system upgrade. The device was explanted and replaced. There were no additional adverse patient effects. This report contains the returned device analysis. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and a diminished signal amplitude resulting in an inappropriate shock to this patient. It was noted that smart pass had been disabled for years. Ts recommended turning that feature back on and having this patient perform a treadmill test. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to therapy upgrade.